Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Product was not returned and no images were provided. The issue could not be confirmed and no root cause could be established. The argon facility that manufactures the component that allegedly broke was notified of the issue. If product is returned at a later date, this complaint will be re-evaluated.

Event description:
On (B)(6) 2017 a biopsy procedure was performed in the CT dept. The biopince gun was removed from the co-axial transducer after the biopsy was taken and as the co-axial was being removed it broke off in the patient. The patient had to be sent to surgery to remove the needle. Removal was successful; patient stayed the night in the hospital and was discharged the next day.